Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and the cause was not known. The customer went to the emergency room (ER) when the high bg could not be resolved. The customer was treated with intravenous insulin, saline and potassium. After 10 hours, the customer left the ER feeling better with a bg of 140 mg/dl.